Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range pace impedances greater than 2,000 ohms. A revision procedure was performed wherein the rv lead was explanted and replaced. Due to the duration of time implanted, the physician chose to explant the ICD and right atrial (ra) lead as well. The ICD was explanted without consequence. However, when attempting to extract the ra lead, it severed and the distal portion of the lead remains in the patient. The explanted portion of the ra lead was discarded following the procedure. The patient was reported to not be pacemaker dependent. No additional adverse patient effects were reported. This system is no longer in service.

Event description:
Additional information was received indicating the device was discarded following the procedure and will not be returned for analysis.